Event description:
The customer's mother reported that he was hospitalized on (B)(6) 2015 for a low blood glucose level of 33 mg/dl. The paramedics were also called. The customer was experiencing high and low blood glucose levels prior to his hospitalization. Customer had dental x-rays done about three weeks ago. The reservoir was showing the same amount of insulin as shown on the status screen. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.